Manufacturer narrative:
Device has not been returned.

Event description:
A report was received that the patients ipg turned and the edge of the ipg was pointing outward resulting in pain for the patient. The patient is scheduled to have her ipg replaced due to the reported issue.

Event description:
A report was received that the patients ipg turned and the edge of the ipg was pointing outward resulting in pain for the patient. The patient is scheduled to have her ipg replaced due to the reported issue.

Manufacturer narrative:
As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.